Event description:
Discrepant results when compared with the lab. Results reported as follows: see scanned table.

Event description:
Discrepant results when compared with the lab. Results reported as follows: see scanned table.

Event description:
Discrepant results when compared with the lab. Results reported as follows: see scanned table.

Event description:
Discrepant results when compared with the lab. Results reported as follows: see scanned table.